Event description:
A malfunction alarm was reported by the customer, identified by malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact technical support again if the issue reappeared.